Event description:
Report received of a non-delivery of heparin. It was reported that at 4:00pm, the pharmacist discovered the tubing was mis-loaded in the pump, the fluid was not infusing and no drops were seen in the drip chamber. The customer contact reported that the numbers for total volume delivered were not increasing, but the drip light indicator on the pump was flashing. It was reported that the tubing was reloaded into the pump, and therapy was continued without further reported incident. There was no reported adverse patient event. The patient was reportedly discharged home the following day. The pump was never isolated, and therefore will not be returned for testing.